Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was not pacing for a long time and that the battery was dead for a long time. Attempt to obtain additional information was unsuccessful. This pacemaker was explanted. No additional adverse patient effects were reported.